Manufacturer narrative:
A review of the device history record (DHR) could not be performed or date of manufacture identified as the lot number was not provided. A photo was submitted for evaluation and the reported issue was confirmed; the lite glove is ripped at the handle. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 04/28/2016 that a customer had an issue with a lite glove. The customer reported that the light handle cover is tearing when placing it on the light handle during setup. A new glove was placed. The patient was not in the room when the lite glove split.

Manufacturer narrative:
Submit date: 09/29/2016.a sample has been reeived therefore this correction is being added to include details of the sample analysis:a review of the device history record (DHR) could not be performed or date of manufacture identified as the lot number was not provided. One decontaminated sample without original package or lot number was received and the reported issue was confirmed; presents tear along the handle. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.